Manufacturer narrative:
The percutaneous lead replacement referenced in this section was reported under MFR. Report # 2916596-2014-02198. Approximate age of device ¿ 3 years and 6 months. The pump remains in use supporting the patient. The reported low speed operations and motor stops were confirmed during the evaluation of the submitted log file. The replaced portion of the percutaneous lead (including a section of the original percutaneous lead as well as the portion of the percutaneous lead that had been previously replaced) was returned for evaluation. The cumulative length was approximately 19 inches from the connector. Rescue tape was present approximately 17 inches from the connector. No damage to the outer jacket of the percutaneous lead was observed. Electrical continuity testing of the returned portion of the percutaneous lead was performed and did not reveal any discontinuities or shorts. The bionate layer within the percutaneous lead was removed, and no damage to the metal shielding was observed. The metal shielding was removed, and visual inspection of the wires found no fracture or breach. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. No wire compromise was found within the portion of the percutaneous lead that was returned. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital as high pulmonary artery pressures were noted on a right heart catheterization. The patient was connected to the power module upon admission and pump parameters were reportedly stable until the morning of (B)(6) 2015, when low speed advisory and pump off alarms were noted through event history review by the hospital staff. This pattern was noted again several hours later and reportedly no audible alarms were presented during either occurrence. No audible alarms were noted during these events. X-rays were taken and did not show any areas of concern. On (B)(6) 2015, the manufacturer's technical services representative evaluated the percutaneous lead. An electrical continuity test was performed and did not reveal any broken wires. The entire external portion of the percutaneous lead was replaced with no issues. The patient did not experience any more alarms at that time after being connected to a grounded patient cable. On (B)(6) 2015, it was reported that alarms reoccurred while connected to the power module. Two ungrounded patient cables were requested and provided to the customer. It was also reported that the patient will not receive a pump exchange as he will not tolerate another surgery. The patient remains supported on the ungrounded patient cable.